Event description:
The field service engineer (fse) reported that there was a fluid leak of undetermined volume from the coulter lh 500 hematology analyzer. The leak was contained within the analyzer. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), at the time of the incident; however, the items worn were not provided. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) confirmed a fluid leak from tubing at pinch valve (pv66). The fse replaced yellow round tubing to resolve the issue. The fse also adjusted the blood detector voltage to specification; resolving the blood detector voltage errors. The fse stated that the voltage errors had caused a system lockup and no sample processing was done. Following the repair, the system performance was verified. One failure mode was related to pinch valve (pv66). Another failure mode was related to blood detectors which required voltage adjustment. The voltage errors led to an instrument lockup which halted the instrument. (B)(4).